Event description:
During tibial nail surgery, the tip of the twist drill broke while drilling the screw hole for the nail. The broken tip was not seen on x-ray. The surgeon used the compression screw to put pressure on the bone fracture. The surgeon was not able to insert the compression screw in the nail. The surgeon did not use the compression screw. The surgeon tried to insert the end cap in to the nail, but was not able to insert the 10 mm extension end cap into the nail. The surgeon then tried to insert a 5mm extension end cap which he was not able to insert. Therefore, the surgeon did not use the end cap and the surgery was completed.

Manufacturer narrative:
Same patient event as MDR 9610622-2009-00379, 9610622-2009-00380, 9610622-2009-00382.